Event description:
It was reported that an inflatable penile prosthesis (ipp) was explanted and there was message indicating foreign body.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was explanted and there was message indicating foreign body.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic examination of the cylinders identified the first cylinder had a hole at corner of a fold in the middle of the cylinder and had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had a hole in the outer tube and broken fabric threads from krt (kink resistant tubing) wear in the proximal end of the cylinder and had wear at fold in the proximal end, middle, and distal end of the cylinder too. The microscopic analysis for flat reservoir and pump confirmed the reservoir had wear at a fold in reservoir shell and pump krt had wear. The device was also tested. The testing conducted confirmed both cylinders did not pass the leakage test due to a leak at corner of a fold in the middle of the first cylinder and a leak from krt wear in the proximal end of the second cylinder and, the pump did not pass the functional test. The reported foreign material present in device complaint was not confirmed because no foreign material was present. Based on the information provided, cause traced to component failure was selected as the most probable cause for the complaint.